Manufacturer narrative:
Based on the claim against the product by the customer noting that clips kept falling off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis investigations. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint regarding clips falling off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable cause of severely bent grips is typically attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the liga clips kept falling off the medium-large clip applier. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: after loading the clip applier, it was moved toward the target tissue and dropped the clip inside the patient while attempting to apply the clip. The jaws were off and not closing correctly. The customer removed the clip with a grasper instrument. There was no harm to the patient. The customer stated that the three clip appliers all encountered the same issue in the same case.